Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their cervical spine ins controller is acting up. Patient clarified they are getting an error that says settings not available cannot provide your desired intensity settings. Patient stated this has been happening for 'about a week or two, maybe a week.' Patient also stated their battery is discharging faster than normal. Patient used to be able to get 36-40 hours out of their cervical ins battery, but now it seems to be draining twice a day. Patient stated they noticed their ins depleting faster than normal for 'about the same amount of time, about a week or two.' When agent inquired about recent reprogramming or falls/trauma, patient stated they were in a car accident on (B)(6) 2024, then stated 'a couple weeks ago.' Agent reviewed considerations and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.